Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with dyspnea. It was also reported that the patient experienced perforation with the right ventricular (rv) lead and that the lead dislodged. The patient reported that they had also experienced heart failure soon after the initial implant. A pericardial tag was performed and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.